Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that patient presented remotely via merlin@home transmission. The patient's implantable cardioverter defibrillator (ICD) exhibited a long charge time. The ICD was replaced and the patient was stable.